Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Impedance measurements were checked in all configurations returning out-of-range measurements in addition to slight noise being observed during isometric testing. It was indicated a revision procedure would be performed. The rv lead was surgically abandoned and replaced. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.